Event description:
It was reported that during a percutaneous coronary interventional procedure, stent damage occurred. While attempting to deliver the 2.75x24mm liberte bare metal stent, the distal edge of the stent was flared. The procedure was successfully completed with a different device (unspecified type) and the pt condition is listed as "no problem". Further info has been requested but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.